Event description:
This procedure is called nightlase, a sleep apnea treatment. The laser is used to tighten soft tissues in the airway. They use the laser on/under the tongue and soft palate. I had long lasting severe side effects such as speaking difficulties and worsening sleep apnea due to the tongue changing position and obstructing the throat from the tissues tightening. There have also been other people who have reported severe side effects. I have attempted to report side effects to manufacture and creator of nightlase and they did not take what I reported into consideration. Please contact me with any questions. Https://www.fotona.com/en/treatments/2039/nightlase-r/. There are a few kinds of laser they have to do nightlase with. The one used on me was an sp model though there was other patients who also had bad effects after nightlase treatments with different models.